Event description:
It was reported that customer experienced repeated cartridge alarms on insulin pump, even after changing cartridge, and these alarms occurred while insulin was being delivered rather than during the loading process. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump for backup therapy, and technical support arranged a replacement pump, provided instructions for placing pump into storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, confirmed shipping address, and sent email with instructions and prepaid label for returning problematic pump within ten days.